Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, the stapler was able to fire. There was poor staple formation, and the staple line was incomplete centrally. A new anastomosis was done to resolve the issue. The patient had sepsis and filtration. There was unanticipated tissue loss and tissue damage. The incision was extended by more than 1 inch. The surgical time was extended by 30 minutes or more due to the product problem. There was an increase in expenditure of anesthetic gases. A gastrojejunal anastomosis was performed in a line superior to the one attempt. The patient had a longer time and stay in the intensive care unit and was hospitalized by three weeks.